Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose. The blood glucose was 50 mg/dl. The other blood glucose was 180 mg/dl. The customer treated with orange juice. The device will be returned for the analysis.